Event description:
A user facility reported three 3m¿ ranger¿ blood/fluid warming high flow sets leaked while using a rapid infuser. There was a code transfusion in the intensive care unit and two different sets of tubing separated at the spike and tube connection, resulting in two staff members getting blood on their face. This also occurred during a code transfusion in the emergency department earlier in the week, resulting in exposure to a staff member. No injuries or medical interventions were indicated due to the alleged malfunctions. Additional information was received on 22-sep-2025 indicating the leak in the emergency department occurred on (B)(6) 2025. Issue regarding two leaks in intensive care unit is investigated under MDR 2110898-2025-00060. .

Manufacturer narrative:
The investigation is ongoing. A follow up report will be submitted upon completion.

Manufacturer narrative:
Unused sets from the same lot were received for analysis. The reported issue was not confirmed, all samples passed specifications. The root cause of the alleged malfunction could not be determined. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of spike, excessive force on tubing when removing spike from infusion bag, or over pressurization of set above 300 mmhg. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.